Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4 expiration date, d4: primary UDI number, h4, h6. Additional information provided: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences: no. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? The patient did not suffer any consequences. Another suture was used and remained intact during surgery. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, after the suture was checked outside the patient, it was used in the patient and the needle was separated from the thread in the abdomen. This occurred with two sutures from the same batch. The reference was: (B)(4). There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - lot number? 100hxj. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Rosana tapia ibañez d4: UDI: the manufacturing date and the expiration date are currently not available. Therefore, the full UDI is currently not available.